Manufacturer narrative:
No other information was able to be obtained from the customer. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to mixed stenosis and regurgitation. A 26mm transcatheter valve was successfully implanted within the edwards surgical device. The patient was recovering well.

Manufacturer narrative:
Corrected data h6 (device code): "1270 - gradient increase" code removed added information to section h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of stenosis could not be confirmed by product evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.